Event description:
It was reported that the ilet touchscreen developed a crack originating from the top corner that spiderwebbed, after which the screen became unresponsive and the device was no longer usable; the patient was unsure how the damage occurred and switched to back-up therapy, and the issue involved a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.